Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results as compared to a lab device of "92 mg/dl". The meter result is unknown. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.